Manufacturer narrative:
On february 18, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the tissue expander appears to have a rupture at the juncture of the shell and patch. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 01, 2024, mentor was notified that the date of implantation was (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 550cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a deflated tissue expander by a medical professional. However, the affected side was not provided. As a result, the patient underwent tissue expander removal on (B)(6) 2023. The date of implantation was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).